Event description:
It was reported that the catheter (subject device) was used in the medical procedure. However, the subject device got broken. No further information available.

Event description:
It was reported that the catheter (subject device) was used in the medical procedure. However, the subject device got broken. No further information available.

Manufacturer narrative:
D4 - lot - updated. D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be fractured roughly 1cm from the catheter hub, the inner coil is also seen to be stretched. There was blood on the hub. There were no other anomalies noted to the catheter. A functional inspection was not required as the reported event was confirmed visually. The reported event of 'catheter shaft broken/fractured during use' was confirmed during analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "the subject catheter was broken". No additional information was received from the customer. The device was returned for analysis; the catheter shaft was seen to be fractured 1cm from the catheter hub and the inner coil is also seen to be stretched. The event description is vague, with no additional information from the customer to specify when it occurred during the procedure. The reported event of 'catheter shaft broken/fractured during use' as well as the analysed event of 'catheter shaft broken/fractured during use' and 'catheter shaft stretched' will be assigned a probable assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.